Manufacturer narrative:
On october 01, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated to the ventricular channel during the implant procedure were reported. However, the physician confirmed that the lead was appropriately connected, and the device was implanted. During pre-discharge f/u, elevation of the ventricular threshold was indicated and lead tip dislocation was confirmed by x-ray. An intervention was performed to reposition the lead, and additional connection issues were reported, however, the physician was able to connect the lead.